Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became disconnected from customer. Tandem technical support instructed the customer to reconnect the luer lock. Customer reconnected and insulin was resumed successfully. Customer's blood glucose level was 150 mg/dl.